Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used sixth heartstring seal to complete the procedure. No patient complications were reported by the hospital.